Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally, the customer experienced a blood glucose (bg) level below 40 mg/dl. Suspected cause of low bg was not provided. Reportedly, the customer reverted to manual injections for alternate insulin therapy.